Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
A complaint was received regarding the tego® connector that experienced no flow. It was reported that some tegos could not be pushed back. Additionally, connector tegos are being changed every treatment. There was patient involvement and unknown human harm. In clarification to the above documentation, it was reported that the lot number is 14056393. It was reported that some cannot be retracted and some cannot be pushed back. For the recent months tegos are being changed ever treatment 5 times per week. During evaluation it was confirmed that the probable cause of the no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.